Event description:
Pt had bilateral capsular contracture, mastopexy due to ptosis, and removal of silicone gel implants. Pt had fallen in december in a skiing accident and noticed a change in left breast. A mammogram couldn't rule out leakage of silicone of the left breast. A crimp was noted in the implant at the time of removal at the area of ballooning of the capsule. The left implant had note in pathology of foreign material resembling synovium which most likely confirms clinical impression of a leaking implant.